Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was pt was told they did not have to feel their stimulator in order for it to work. The pt was questioning that their stimulator did not work well with their back for their program did not help. When the pt had the stimulation high enough to feel it, it vibrated their whole back and their leg. The stimulation should only be on their back and not on their leg at all. Pt had tried using group a and b but the pt did not feel that it was working. Pt was not sure if they had it high enough or not but when it was on it did not stimulate just their back. This issue started a long time ago. Pt then decided to end call and disconnected call. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.